Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the abrasion occurred due to deterioration overtime, or it occurred because the external force, such as strong friction, was applied to the forceps cover during normal use including reprocessing along with the long use of the device. This issue is addressed in the instructions for use (IFU): "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The elevator channel water flow was loose and had leakage. The forceps cover adhesive peeling on the distal end. The probe unit was loose and discolored. There was a crack on the bending section cover. The ultrasound image had one broken element and the there was corrosion of the label on the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use for a diagnostic upper endoscopic ultrasound (eus) procedure, there was a mild leak throughout the entire evis exera ii ultrasound gastrovideoscope. There was a five (5) minute procedural delay to change the scope to another scope. No other devices were involved in the event and no other devices were replaced. The procedure was completed. No patient harm reported. During the evaluation of the device, it was noted the forceps cover adhesive was peeling on the distal end. This report is to capture the reportable malfunction of the peeling forceps cover adhesive on the distal end noted at estimation.